Event description:
It was reported that during a total colectomy procedure, the first device was pulled and at the first firing, the staples were malformed. Two more devices were pulled and the same thing occurred. Three more devices were used and they all fired malformed staples. The fourth device was used and fired three staples and then made a loud ratcheting noise. The fourth device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Three additional devices received on (B)(4) 2011. Device (b) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. Device (c) was received in good visual condition and with a staple present in the cartridge nose. The device was tested for functionality and it fired and formed four staples as intended. However, after the fourth firing, the device started ejecting the staples. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. Device (d) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was received in good visual condition and fully functional. When tested for functionality, the device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.